Event description:
It was reported to adac that during the setup of the rest mibi and stress mibi acquisition, after pressing f3 or pause/mark button for the radial map definition the table started to move up and brought the pt into contact with detector #1. Collimator contact switches were not activated. Table was lowered once the technologist was alerted by the pt. There were no injuries reported.